Event description:
It was reported that patient presented remotely via merlin.net. Review of transmissions revealed inappropriate automatic mode switch due to noise over-sensing on the atrial lead. No changes or intervention were done; the device will continue to be monitored. The patient condition was stable.